Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for connection issue is for when the care giver stated that the patient probably did not spike the bag all the way. The nurse was not aware of the caregiver's issue of the bag not being spiked all the way. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Root cause was undetermined due to lack of sample. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted global technical services requesting assistance to get the homechoice unit door opened during set up. The technical services representative assisted the home patient (hp) with opening the door. The hp would re-setup again. The hp reportedly had an issue with one of the supply bags during the set up. During a follow up with the caregiver (cg), the cg stated that the hp probably did not spike the bag all the way.